Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a trans-thoracic endoscopic thyroidectomy procedure, when the high flow insufflation unit was inflating with carbon dioxide an insufflator failure alarm sounded. The laparoscopic system found the insufflator turned directly black after power-on and could not perform a self-inspection. The insufflator was immediately replaced with a backup device and the operation proceeded smoothly. There were no reports of patient harm.